Event description:
Pt undergoing a vertebralplasty for pain management where bone cement is placed into veterbral body to make it stronger, thereby reducing the pain. The cement was injected through the device, when the device was removed, a small piece (1/8 inch) of the metal tip was discovered missing and believed to be embedded in the cement. It did not show up on x-ray.